Manufacturer narrative:
The device has been received. However, investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported on 22 april 2026 that the patient presented with grade 4+ functional mitral regurgitation (mr) and enlarged atrium for a mitraclip procedure. During the procedure, resistance was encountered while retraction of the actuator knob during the deployment sequence. Despite this, the clip was successfully deployed. Post-deployment, the clip had single leaflet device attachment (slda) from the anterior leaflet. A significant amount of force was required to remove the clip delivery system (cds) from the steerable guide catheter (sgc). A second clip was subsequently deployed to further reduce the mr. Again, a significant amount of force was required to remove the cds from the sgc. The mr was reduced to grade 4 post procedure. There was no clinically significant delay or adverse patient effects reported.